Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm several times. The customer switched pressure source to the central lumen with no issue. The customer tired a second console to verify the issue and the same alarm generated. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm several times. The customer switched pressure source to the central lumen with no issue. The customer tired a second console to verify the issue and the same alarm generated. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing and a competitor sheath were also returned. A kink was noted on the catheter tubing 57.4cm from the iab tip. A sensor output test was performed and the senor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).